Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter, covering the catheter atraumatic wire distal end. The sealant and advancer tube were observed on the catheter, covering the balloon proximal tip as received. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock (per mynxgrip instructions for use). The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A review of the manufacturing documentation associated with lot f1720703, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. It was reported that the white advancer tube was not exposed to advance the sealant, but the device was returned with the advancer tube properly engaged to the distal tamp lock as received. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as advancer tube not present could not be confirmed and the root cause of the reported incident could not be conclusively determined. Nonetheless, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, after shuttling down back a mynxgrip vascular closure device (vcd) the white advancer tube was not exposed to advance the sealant. Manual compression was applied for an unknown duration to achieve hemostasis. The patient's hospitalization was not extended.

Manufacturer narrative:
Addendum for additional information received: the mynx was used following a leg angiogram procedure. There was no pre-existing condition that could have contributed to the event. The user was trained on the use of the mynx device. The vessel was the right common femoral. There was a pre-procedural angiogram performed and there was no peripheral vascular disease (pvd)/calcium present. During prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened on the sheath prior to shuttling down and when the balloon was the arteriotomy. There was no resistance felt while inserting the device or while pulling back. The user pulled back with the balloon and shuttled down completely. There was no resistance felt when shuttling down and there was no unusual force applies when retracting the 6f sheath or when shuttling down. There were no kinks noted in the sheath or the device after removal. Manual compression was applied for an unknown duration to achieve hemostasis. The patient's hospitalization was not extended. As reported, during a leg angiogram procedure, after shuttling down back a mynxgrip vascular closure device (vcd) the white advancer tube was not exposed to advance the sealant. There was no pre-existing condition that could have contributed to the event. The user was trained on the use of the mynx device. The vessel was the right common femoral. There was a pre-procedural angiogram performed and there was no peripheral vascular disease (pvd)/calcium present. During prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened on the sheath prior to shuttling down and when the balloon was the arteriotomy. There was no resistance felt while inserting the device or while pulling back. The user pulled back with the balloon and shuttled down completely. There was no resistance felt when shuttling down and there was no unusual force applies when retracting the 6f non-cordis sheath or when shuttling down. There were no kinks noted in the sheath or the device after removal. Manual compression was applied for an unknown duration to achieve hemostasis. The patient's hospitalization was not extended. The non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter, covering the catheter atraumatic wire distal end. The sealant and advancer tube were observed on the catheter, covering the balloon proximal tip as received. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1720703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since the advancer tube was present and engaged to the proximal tamp lock. The root cause of the reported incident could not be conclusively determined. The condition of the returned device does not match the description of the incident; however, it is unknown if the device was manipulated after the procedure. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible since functional analysis was performed successfully. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Corrected data: adverse event - no adverse event occurred.